Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that the implant was placed in patient's mouth in a position unfavorable for placing the prosthesis, so he proceeded implant removal.